Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button was sticking and required multiple button press in order to elicit a response. She reportedly noticed the issue (B)(6) ago. The patient reportedly wore the pump in a pump skin, in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down and contrast buttons were found to be sticking and requiring increased force to activate. The keypad was removed and contamination was observed under the button contacts.